Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection verified the reported condition of "damaged pin/contacts" as 3 depressed battery pins. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the reported damaged pin/contacts which was observed during evaluation. Evaluation also experienced intermittent operation on battery power as result of the depressed battery pins. The cause of the depressed battery pins was determined to be fluid residue on the contacts. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had damaged battery contacts. There was no patient involvement. No additional information is available.